Event description:
The customer reported that they had a speaker malfunction.

Manufacturer narrative:
(B)(4). The customer reported that they had a speaker malfunction. No patient was harmed as a result of this issue. Philips has not determined whether or not the speaker is still audible. In abundant caution, we will report this as a malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.